Event description:
A malfunction alarm was reported with malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump and confirmed the customer's shipping address. The customer was instructed to use multiple daily injections as a backup insulin therapy and return the pump with a pre-paid label. Instructions were given on how to put the pump into storage mode before returning, and the customer understood these instructions.